Event description:
Customer reported that the insulin pump's display went blank during bolus. Customer reported that a black circle was visible on the insulin pump's display. After inserting a new battery, the display returned. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.